Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed, which identified that a blank display and an incorrectly installed top cover were found during testing of this cycler on (B)(6) 2019. The cause of the blank display was traced to damage to the lcd screen. The top cover issue was traced to damage to the top cover. The top cover and front panel assembly were replaced. No other issues were identified during the DHR review. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during the setup of their peritoneal dialysis (pd) treatment. The issue had been occurring for one month. The technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event and the cycler¿s replacement. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment using the older cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.